Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional procedure with a 7f sheath. Reportedly, with the first prostyle device, a cuff miss [suture retrieval issue] occurred. A second prostyle was inserted, but while advancing the snared knot pusher, the suture broke. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, there may have been a suture snag or tensioning angle was not coaxial. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.